Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped. The customer's blood glucose level ranged from 180-200 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.